Event description:
It was reported that in-stent restenosis occurred, requiring medications.the subject underwent treatment with the 6x40, 130 cm eluvia drug-eluting vascular stent system on (B)(6)2022 as a part of a clinical trial. On (B)(6)2026, the subject was noted with in-stent restenosis. Subsequently, medication was administered/regimen was adjusted.it was further reported that on (B)(6)2026, the subject was noted with in-stent restenosis in the middle segment of the right superficial femoral artery.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that in-stent restenosis occurred, requiring medications. The subject underwent treatment with the 6x40, 130 cm eluvia drug-eluting vascular stent system on (B)(6) 2022 as a part of a clinical trial. On (B)(6) 2026, the subject was noted with in-stent restenosis. Subsequently, medication was administered/regimen was adjusted.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).device history record (DHR) review:it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time.risk review:a risk review performed for the eluvia device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.